Event description:
A customer reported that during surgery, a 23 gauge probe was not able to connect to the console. They tried another probe and it would not connect, either. No harm to the pt was reported. Multiple attempts have been made to obtain additional information, but none was provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).